Manufacturer narrative:
The customer¿s report of a leak from a broken tubing filter was confirmed to be a break at the filter inlet spigot. Visual inspection found that the set was broken at the filter inlet spigot. Closer inspection of the break under magnification observed stress marks at the break site. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other anomalies were observed with the received set. Functional testing could not be performed due to break at the filter inlet and obvious leaking that would occur. The root cause of the filter inlet spigot break is a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported that when the rn was connecting the new il to a patient in the cicu, it was noted that fluid was leaking from a broken tubing filter. There was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that when the rn was connecting the new il to a patient in the cicu it was noted that fluid was leaking from a broken tubing filter. There was no harm.